Manufacturer narrative:
(B)(4). Insulin pump received with no response down keypad button. No moisture, damage on the keypad traces, battery connector, battery tube, motor, vibrator during visual inspection. However, found moisture, damage on the keypad connector and keypad flex tail. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on keypad connector, keypad flex tail and powered the pump on using the battery simulator normally and down keypad still no response. Insulin pump was tested with test keypad traces and all keypad function properly. In conclusion, no response down keypad button due to moisture damage keypad flex tail. Insulin pump had cracked battery tube threads, cracked case (battery tube). The insulin pump p-cap, test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the backside. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.